Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges unspecified injuries; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2017. Attorney alleges unspecified injury in late 2017. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2017. Attorney alleges unspecified injury in late 2017. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2017 ¿ patient was diagnosed with right inguinal hernia thereby underwent robotic assisted laparoscopic repair with implant of 3dmax mesh. Per operative notes, ¿in the right inguinal area, the prior unknown synthetic mesh was noted. A small size direct sac was identified medial to the inferior epigastric vessels and sac was dissected free. A large right 3dmax mesh was placed into the right inguinal region into the preperitoneal pocket and tucked along the peritoneal reflection. The fascia was closed with sutures to cover the mesh incorporating the previous old mesh as overlap between them. (Ppf/mrr) (note: the mesh noted during this procedure is unknown). On (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia and pain thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿in the right groin, a direct hernia sac with cord lipoma was dissected free. The floor was thin and reinforced with previous 3dmax mesh. The hernia fat was reduced via inferior edge of prior mesh. The hernia was repaired and synthetic mesh was placed in floor next to the internal ring. The mesh was secured in place completely covering all potential hernias and fascia was secured with sutures.¿ (ppf/mrr).

Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges unspecified injuries; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated data: a2, b2, b3, b5, b7, d3, d4 (product catalog no, UDI no), g1, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.